Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and actuator shaft and spindle found to be outside of the main body. In addition, there was severe abrasion on the mating surface of the actuator. This damage to the spacer indicates the break was likely due to the deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, the spacer was overexerted during opening and broke. The broken spacer was removed and a new spacer was successfully implanted.

Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, the spacer was overexerted during opening and broke. The broken spacer was removed and a new spacer was successfully implanted.